Event description:
The patient contacted animas on (B)(6) 2013 reporting that there is no display on the screen but the pump is beeping. There is no reported adverse event with this complaint. This report is made based on the allegation of the display (blank screen) issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: the black box and history were over written for the date of complaint. No black box or history data available. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.